Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, tt is likely no image displayed occurred due to failure of the locking mechanism of the video connector receiver. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the locking of the device was broken, due to which, there was no image. The video connectors were broken but the connection was possible. There was a failure of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center the connector lock was broken. The issue was found during reprocessing. Inspection and testing of the returned device found failure of the video cable connectors, due to which, there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.